Event description:
The customer contact reported the device did not deliver. At 1000, the device was programmed to deliver vancomycin 2000 mg/250 ml, at a rate of 250 ml/hr, with a volume to be infused (vtbi) of 250 ml and the delivery started. At that time, it was reported that drops were noted in the drip chamber. After approx 20 minutes, the caregiver noted the device displayed that 152 ml had been delivered; however, there were no drops dripping in the drip chamber, and the vancomycin container was still full. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical svc. Therapy was resumed using a replacement device. During testing at user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing at the user facility and was returned to clinical svc. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.